Event description:
It was reported that the patient experienced persistent hyperglycemia after an occlusion alert and an attempted supply change in which the caregiver did not complete the correct steps, with a highest recorded glucose of 508 mg/dl and large ketones; the infusion set was a 23 cm set on the thigh used with a dexcom g7, and the issue was attributed to use of device problem and incorrect supply change steps related to the infusion set/cartridge process. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue associated to user handling rather than a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.